Manufacturer narrative:
Device evaluation of monitor is underway. The reported problem (discharge profile fault/pulse voltage) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to contamination on the pins of pca jumper j1000. The nature of the contamination is being investigated. The root cause for the contamination is currently being investigated. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.